Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that an external fluid leak was observed from an unspecified location of a prismaflex hf1400 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation.visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported leakage event. An air leak test was performed (2 bar), and a leak was observed at the level of the access post-pump line. Further inspection showed that the access post-pump line was perforated near the filter screwed connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the damaged tubing was not determined. Should additional relevant information become available, a supplemental report will be submitted.